Event description:
The customer contacted baxter's service center regarding a check patient line (cpl) alarm and connection issue which occurred on the homechoice (hc) during fill. The home patient (hp) stated that after receiving the cpl alarm, she noticed that the patient line was wound underneath her chair. She continued therapy and later noticed that the tubing had come loose from where she had connected the heater bag. The hp requested assistance ending therapy so she could start over with all new supplies. The technical service representative assisted the hp to end therapy. The hp would dispose of all current supplies and start over with all new supplies. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the hp on (B)(6) 2012. She stated that she was not sure what had caused the heater bag to disconnect. She did not notice anything unusual about her supplies that night. There were no samples available and she did not recall the lot. Therapy since has been going well, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for a report of a connection issue was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted if any additional information is received.